Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. The philip's field service engineer (fse) was able to confirm the reported problem. The fse replaced the power supply to resolve the issue.

Event description:
The customer reported the device wont power on. There was no patient involvement reported. The event date was not specified; estimate used.